Manufacturer narrative:
Upon revision of the catalog # filed changed from 175356 to 6605641.

Event description:
The customer reported a leak from the syringes of the coulter act 5diff cap pierce (cp). The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The fse found that the reagent syringe motor was damaged. The fse replaced the motor, which repaired the leak. The repairs were verified per established procedures. The beckman coulter identifier for this report is (B)(4).